Event description:
Pt was admitted for bilateral breast contractures and removal of silicone gel implants. Right breast capsule found to be fairly thick, partially the lateral superior position. Implant was intact. Left breast capsule opened and implant found to be intact. Microscopic exam: right/left capsules hyalinized fibrosis with foreign body reaction consistent with minimal extravasated silicone.